Event description:
Reporter indicated the patient began to have increased seizures on about (B)(6) 2012, which required hospitalization. The level of the seizure increase was not known, but in retrospect are felt to be related the high impedance at the time. It is not known if more than one seizure type was increased, the seizures were just increased in general. It is not known if any trauma occurred specifically around (B)(6) 2012, which was the date of the vns impedance change to 5539 ohms. The patient has improved since the vns system was replaced. Analysis of the lead was completed. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Also, scanning electron microscopy images show a stress-induced fracture in at least one strand. However, due to mechanical distortion (smoothed surfaces) the initial fracture mechanism of the remaining strands is unknown. The outer silicone tubing is abraded open at approximately 33 cm from boot. The inner silicone tubing of the lead coils appears to be abraded open at approximately 31.4 cm (positive) and 32 cm (negative) from boot. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion

Event description:
Reporter indicated the intended vns settings were not being delivered for a patient as evidenced by low output current results with corresponding higher impedance with systems diagnostics testing. When the output current was lowered to 1.5ma, the therapy was able to be delivered. The higher impedance was noted after the vns was turned back on following an MRI procedure. Vns diagnostics had been performed three months earlier and were normal per the reporter. The patient had no known trauma and did not manipulate the vns. The reporter was advised to disable the vns, but declined and left the vns programmed to 1.5ma. Clinical notes from a laboratory were also received indicating the patient was hospitalized for seizures and feeding tube placement, but no physician signature or notes were present so this has not been confirmed. X-rays were received and reviewed. Multiple loops of lead are behind the generator and cannot be assessed. It is noted the lead appears taut from the most distal anchor tether to the generator, as if it was pulling. A suspicious thinned-out area is observed just superior to the most distal tie-down, and this is apparent in all 3 views. The lead body is intact at the lead pin. The lead pin appears to be adequately inserted in the available views. The filter feedthrus are intact. The cause of the higher lead impedance is possibly due to the suspicious area immediately superior to the most distal tie-down, which may be a positional break, or may be due to anomalies in the lead under the generator that cannot be assessed. The patient had vns generator and lead replacement surgery performed on (B)(6) 2012. The explanted devices will not be returned as the hospital does not return any explants. Attempts for further information are in progress.

Event description:
The explanted vns generator and lead were returned for analysis. Analysis of the vns generator did not reveal any anomalies and the generator performed per specifications. Decoder spreadsheet analysis was performed with the known programming history, and identified the date of impedance change as (B)(6) 2012, when the ohms value increased from 2066 ohms to 5539 ohms. The date the high impedance first occurred was on (B)(6) 2012. Reporter indicated the patient was having increased seizures as a result of the high lead impedance. Analysis of the vns lead is still pending.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the vns programming history.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred.